Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to their right atrial (ra) lead exhibiting low sensing, high capture threshold, and failure to capture, which caused the patient to have bradycardia. It was also discovered that the patient had an infection from their pacemaker, ra lead, and right ventricular (rv) lead. Culture was performed and confirmed infection of enterococcus faecalis. A transesophageal echocardiogram was performed, and the results made the physician suspect vegetation on the right atrial lead. The patient was started on antibiotics. Programming changes were made on the ra lead to address the failure to capture. The patient was transferred to another hospital, and patient's condition was unknown.